Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 30 occurred after the customer sat on the pump. The customer's blood glucose level was 100mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.